Manufacturer narrative:
This report is submitted on july 18, 2022.

Event description:
Per the clinic, the patient experienced poor performance from activation and no connection to the internal device. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 8, 2022.